Event description:
It was reported that a patient underwent a re-operation due to dehiscence of the femoral artery following a stent placement on an unknown date and suture was used. The patient experienced bleeding from the artery again and required another surgery to repair the vessel. The like device was used to repair the vessel. The patient was also given crystal violet to prevent (B)(6). Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch ecb769 mfg date: 03/01/2012, exp date: 01/31/2017.batch edp116 mfg date: 04/01/2012, exp date: 01/31/2017.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of four medwatches being submitted. See also medwatch2210968-2012-07935, 2210968-2012-07937, and 2210968-2012-07938. The same patient is represented in each medwatch.